Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that devices were unable to communicate with server, reports and hsviewer were unavailable. The technical support specialist confirmed that network issue was resolved by hospital it. The system functioned as intended after hospital it investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where user unable to login hsv & multiple devices showing "devices are not communicating". The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.